Event description:
Boston scientific crm received information that one day post implant, this defibrillation lead showed a loss of capture for three beats on the telemetry monitor. An x-ray was performed and the lead had not moved.

Manufacturer narrative:
The field representative later reported that the right ventricular pacing outputs were reprogrammed to 5.0v. No further beats were missed. No adverse patient effects were reported. The lead remains implanted without further complication.